Manufacturer narrative:
The agent reported "(broken implant in patient)." The actual length of in-vivo time for the item(s) is unknown since the original surgery date was not provided. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. Djo surgical is not the manufacturer of record of the device. Product feedback form and attachments have been forwarded to the manufacturer to evaluate and investigate the event.

Event description:
Revision surgery - due to implant broke.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.